Event description:
It was reported that balloon rupture occurred. A 2.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during initial inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.